Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02155. It was reported, the pt's skin is very red and irritated after she removes the charger when charging her ipg. She also reported, her ipg pocket site is painful and she has a lump next to the ipg site. No further info is available at this time. On 08/01/2012 st jude medical, neuromodulation div, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.